Event description:
It was reported that a pump's quick bolus/wake button was difficult to press and required multiple attempts to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin delivery.